Event description:
It was reported that the right ventricular (rv) lead had low r-waves. The physician elected to explant and replaced the lead during the device replacement procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).